Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to the issue related to pump frozen screen. Customer reported blood glucose value of 316 mg/dl. The customer also reported confusion due to high blood glucose and was treated at emergency room visit with insulin injection. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia and frozen screen issue. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Customer mentioned that after installing a new battery frozen display recurred. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No frozen screen noted. Pump received with display anomaly-flashing mdt logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, corroded force sensor, corroded keypad flex traces and moisture damage on the motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. The pump was received without the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the up button, down button, left button, right button and select button. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 10-jul-2025 in the pump history file due to display anomaly-flashing mdt logo. Unable to perform the history review 1 week prior to the 10-jul-2025 due to display anomaly-flashing mdt logo. Unable to perform the functional test due to display anomaly-flashing mdt logo. Unable to confirm alleged high bgs (hyperglycemia). Display anomaly-frozen screen not confirmed. Display anomaly-flashing mdt logo confirmed during analysis due to corroded electronic assembly. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.